Event description:
It was reported that syringe 50ml14ga 1-1/4in perfusion leaked past the stopper. The following information was provided by the initial reporter: "after filling the syringe, the liquid has run out backwards from the plunger."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1912207, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. No damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Leakage testing was performed, they are disassembled not observing any damage in plunger rod that could have caused leakage. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml14ga 1-1/4in perfusion leaked past the stopper. The following information was provided by the initial reporter: "after filling the syringe, the liquid has run out backwards from the plunger."